Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube obturator broke while inserted in trach tube prior to inserting trach tube in patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed a damaged obturator issue. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken. D3, g1, g2 email address: (B)(6).